Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in recovery post implant procedure. Upon interrogation, failure to sense due to lead dislodgement was noted on the right atrial lead. A chest x-ray confirmed dislodgement of the lead. No other electrical anomalies were noted on the lead. On (B)(6) 2017 the lead was repositioned successfully. The patient¿s condition before, during and post procedure was stable.

Event description:
New information received notes that the lead was explanted. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.